Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure to upgrade to a cardiac resynchronization therapy defibrillator (crt-d), an existing competitor right ventricular (rv) lead was connected to the device and an out of range right ventricular (rv) lead pacing impedance was observed, along with rv and superior vena cava (svc) defibrillation impedance values of zero. The lead was then tested via analyzer and all impedance values were normal. The old, competitor implantable cardioverter defibrillator (ICD) was also connected, which revealed normal impedance measurements. An additional crt-d was connected, which also showed normal impedance values. The competitor rv lead was capped and replaced and the initial crt-d was not implanted. An incompatibility between the initial crt-d and previous competitor rv lead was suspected, as it was noted there were no connection issues observed with the header and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.